Manufacturer narrative:
Correction: d.4. Medical device catalog #: 394995 d.4. Medical device lot #: 8184805 d.4. Medical device expiration date: 6/30/2021 h.4. Device manufacture date: 9/4/2018

Event description:
It was reported that the cap on the bd connecta¿ stopcock came off during injection.

Manufacturer narrative:
A device history review was conducted for lot number 8184805. Our records show that this is the only instance of this issue occurring in this batch of connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The samples submitted were subjected to leakage testing. The results from our experimentation found the device to be operating according to the product specifications. Based on these findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the cap on the bd connecta¿ stopcock came off during injection.

Manufacturer narrative:
The reported lot # 8184805 was not found for the reported catalog (B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap on the bd connecta¿ stopcock came off during injection.